Event description:
On (B)(6) 2014 - it was reported the nurse stuck pt with pg and proceeded to deploy the catheter when she thought she saw the needle in the middle of the vein. Reportedly, the catheter had blood in it and nurse thought catheter was in vein, but wasn't sure. It was said the nurse deployed catheter and it allegedly wadded up in the tissue of the pt. When she removed, the wire was allegedly in catheter and not connected to the housing.

Manufacturer narrative:
A lot history review (lhr) of reyg0296 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the MFR, at this time, for eval.